Event description:
Ivc filter inserted in 2003. Pt with progressively worsening pain. 16 days later pt went to emergency dept with severe right inguinal pain. CT angio showed 2 struts of ivc filter poked beyond superior vena cava wall into psoas muscle & probably impinging nerve causing severe pain. Pt received nerve block 2 days later. The next day pt returned to radiology 2 days later for removal of ivc filter without complication.